Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the helix would not retract prior to implant. Device was replaced.

Manufacturer narrative:
(B)(4).